Manufacturer narrative:
Patient was requested, none was available.

Event description:
The customer reported the ventilator alarmed with a blower temperature high reference failure. There was no patient harm.

Manufacturer narrative:
Conclusion / root cause: the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly. (B)(4).